Event description:
Patient has developed tendency to hit their own head intentionally around the site of the implant. The patient was hospitalised. The device was explanted under a general anaesthetic on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on february 23, 2023.